Event description:
Diabetic freestyle test strips when used in the omnipod insulin pump meter are inaccurate. They recalled the strips and sent us new strips. The new strips are even more inaccurate than before the recall. We are making decisions based on bad numbers that have caused life threatening low blood sugars and highs that if we hadn't caught with our continuous glucose monitor can cause dka. I'm part of an omnipod facebook group and many are reporting the same results. Abbott isn't doing anything to help us and as a group of parents are frustrated in their lack of concern for our children's lives.